Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 1, which was resettable but recurred after a reset, prompting action by customer support. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." To address the high blood glucose, the customer used a correction injection via multiple daily injections (mdi) and did not require assistance from a third party. Technical support provided information on resetting the pump and decided to replace it. A replacement pump with updated software was sent, and the customer was instructed on storage mode and return procedures. The customer acknowledged receiving detailed guidance on steps to take upon arrival of the new pump.